Event description:
It was reported that the arctic sun device had an error 80 (non-recoverable system). Mss asked the nurse to turn off the device, unplug, and to wait for 30 seconds, and then to plug in and turn on the device. Nurse was able to then continue current patient. Nurse confirmed that the target temperature was 33.5c, patient temperature was 33.5c, water temperature was 27.7c, flow rate was 0.8lpm. Mss advised that flow rate needed to be at or above 1.0lpm for heater to work as it should. Mss walked through troubleshooting tips to increase flow. But the flow rate remained at 0.9lpm. System diagnostics showed outlet monitor temperature (t1) was 27.7c, outlet control temperature (t2) was 27.7c, inlet temperature (t3) was 26.5c, chiller temperature (t4) was 15.8, inlet pressure was -7.2psi, circulation pump command was 63 percent, mixing pump command was 0 percent, heater command was 62 percent, water reservoir level was 5, system hours were 324 and pump hours were 303. Mss asked the nurse to disconnect and reconnect pads with proper technique and now the flow rate was 1.0lpm . Mss advised the nurse to watch the flow rate closely and if flow rate did not stay at or above 1.0 lpm to consider changing the neonatal arctic gel pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was confirmed as use related as the flow rate issue is solved by disconnecting and reconnecting the arctic gel pads. A potential root cause for this failure could be "3.2.1 misconnection of supply and return lines". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A potential failure mode is 'air leakage into the system.' A potential root cause for this failure could be ' misconnection of supply and return lines.' The device history record review was not required as the because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "the pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device had an error 80 (non-recoverable system). Mss asked the nurse to turn off the device, unplug, and to wait for 30 seconds, and then to plug in and turn on the device. Nurse was able to then continue current patient. Nurse confirmed that the target temperature was 33.5c, patient temperature was 33.5c, water temperature was 27.7c, flow rate was 0.8lpm. Mss advised that flow rate needed to be at or above 1.0lpm for heater to work as it should. Mss walked through troubleshooting tips to increase flow. But the flow rate remained at 0.9lpm. System diagnostics showed outlet monitor temperature (t1) was 27.7c, outlet control temperature (t2) was 27.7c, inlet temperature (t3) was 26.5c, chiller temperature (t4) was 15.8, inlet pressure was -7.2psi, circulation pump command was 63 percent, mixing pump command was 0 percent, heater command was 62 percent, water reservoir level was 5, system hours were 324 and pump hours were 303. Mss asked the nurse to disconnect and reconnect pads with proper technique and now the flow rate was 1.0lpm . Mss advised the nurse to watch the flow rate closely and if flow rate did not stay at or above 1.0 lpm to consider changing the neonatal arctic gel pads. Per follow up information received via phone on 01sept2022, nurse stated that they followed mss recommendations and patient was able to complete therapy with no further issues, no patient injury was reported.